Manufacturer narrative:
Related device. Cuff: model- 72404133; lot sn- (B)(4); mfg date- 01/18/2019; exp date- 01/18/2020; gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. One cuff was not used in the patient. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.